Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed) and the distal conductor had blood/body fluid (no obstructed).

Event description:
It was reported that the left ventricular (lv) lead was an attempted implant due to patient's anatomy. No other lv lead was implanted. No patient complications have been reported as a result of this event.